Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose levels. Blood glucose levels at the time of the hospitalization 800mg/dl. Customer was wearing the insulin pump at the time of the hospitalization. Customer also reported that they have been in and out of the hospital due to gastroparesis and syncopy. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.